Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, cracked reservoir tube, cracked battery tube threads, minor scratches on lcd window and minor scratched lcd window.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 184 mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.